Event description:
It was reported that during a therapeutic endobronchial ultrasound-guided transbronchial needle aspiration under sedation, the puncture needle broke, leaving the tip lodged in the site that the user was staging, lower right tracheal, 4r. Using bronchoscopy, the tip was removed with biopsy forceps, without further consequences for the patient. The procedure was prolonged by at least or greater than 30 minutes and completed with a back-up device. There were no reports of further patient harm.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: d9, h2, h3, h4, and h6. The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, the phenomenon was likely caused by the mechanism below: during a procedure, a bending force was applied to the needle tube when, for example, the patient moved. The needle tube was bent considerably. After that, a straightening force was applied to the needle tube. Due to the bending and straightening, the strength of the needle tube decreased. As a result, the needle tube broke off. The most probable cause of the complaint is cause not established, which is that the investigation findings do not lead to a clear conclusion about the cause of the reported adverse event. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from the customer.